Event description:
Customer performed an opcheck which passed. Upon subsequent power up the unit displayed a message indicating the device could not be used.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.